Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or prime/fill anomaly during testing noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error in every few weeks. The customer¿s blood glucose level was unknown. Customer stated that gear was slower than before when priming and squirts insulin when priming and it happens at the beginning of priming and was intermittent. The insulin pump will not be returned for analysis.